Event description:
On 7/12/94 dr informed rptr of device failure "a couple of weeks ago." Stated that a pt's attending physician discovered on chest x-ray of pt that catheter from port had lodged in pt's heart and called him to schedule and perform removal and reimplantation. He did this on 6/24/94 discovering that catheter had cleanly separated from itself approx 2-2 1/2" from the port connection (which was still intact) and traveled into the heart. He was able to extract it percurtaneously, remove the port and reimplant a replacement of the same.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.